Event description:
It was reported that during reprocessing of the permanent cautery spatula instrument, it was observed that the tip of the instrument has holes. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. A visual inspection showed no holes in the spatula or other distal end components. Engineering evaluation also found that the distal end of the sleeve has a .085 x .080 piece broken off. The sleeve also exhibits various scratch marks below the broken section. Engineering concluded that damage to the instrument is likely due to mishandling/misuse. The instrument passed electrical continuity testing. No other damage was found.